Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported seeing bubbles enter the eye of a patient during an ophthalmic procedure. The infusion line was replaced and the procedure was completed without any reported harm to the patient. The product sample and additional information has been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) shows the product was released per specifications. Only the used infusion manifold was returned for product testing. An auto infusion valve (aiv) liquid leak test was performed to check for fluid ingress pass the aiv valve whereby no leakage was detected into the air line. As the customer did not return all components associated with this complaint sample, a full evaluation could not be performed. While the investigation was able to verify the aiv valve functioned per specifications, the source of the bubbles was unable to be ascertained with the available sample and information. (B)(4).